Event description:
A user facility reported to olympus during preparation for use, b30 communication error code and an e300 error code when connecting a scope on the evis exera iii xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot an ongoing issue when connected the scope to a 2nd tower, the light flickered then the image went out. The scope was connected to a 3rd tower and there was no issue with the image. Tac emailed the b30 quick reference guide to customer. The customer would troubleshoot and call into the technical assistance center if needed further support. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause is related to the influence of the endoscope used or the communication error with the clv-190. Olympus will continue to monitor field performance for this device.